Event description:
Report received from abbott international affiliate (abbott japan) of a cracked transducer with bleed back. The report states: "it was noticed that rubber of squeeze flush had cracked and blood diffused in filler solution. There is no harm to the pt." Additional info was requested, but no further info was provided.